Manufacturer narrative:
On 20-dec-2024: product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head came off in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 75-year-old female consumer via phone stated that the oral-b pro cross action toothbrush head came off of the oral-b toothbrush in her mouth. No injury was reported. On 02-dec-2024: case update: the suspect product lot was c636. No injury was reported. On 20-dec-2024: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head came off in mouth - oral-b [device breakage]. Case narrative: 75-year-old female consumer via phone stated that the oral-b pro cross action toothbrush head came off of the oral-b toothbrush in her mouth. No injury was reported. 02-dec-2024 case update: the suspect product lot was c636. No injury was reported.